Event description:
The patient reported the luer lock on his insulin infusion set cracked and insulin was leaking. The patient stated he changed his infusion headset, tubing and insulin cartridge in 2007 and on three days later, he was taken from work by ambulance since he had been vomiting profusely for half an hour. He stated he thought he has having a heart attack and his blood glucose reading at that time as 600 mg/dl. He stated that at the hospital he was diagnosed with ketoacidosis and put on an insulin drip. On the next day, he said he was transitioning back onto his insulin infusion device when his reading elevated to 370 mg/dl. He stated he was given insulin injections to bring his blood glucose levels down. He said he then carefully inspected his infusion device and infusion set and discovered the tubing had 5 inch air bubbles placed sporadically throughout the tubing. He said he bolused into the air and insulin was delivering but the air bubbles did not move. He stated he then took the infusion device apart and discovered the luer lock had cracked and was completely split up the side. He stated he was released from the hospital on the following day. The patient stated he does have medical issues with spasms of his esophagus for which he is seeing his physician. The product was requested to be returned for evaluation.